Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pain"), dysmenorrhoea ("painful menstrual cycle") and anaemia ("severe anemia"). The patient was treated with surgery (had surgery to remove the essure implant). Essure (ess205) was removed in 2013. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dysmenorrhoea and anaemia outcome was unknown. The reporter considered anaemia, device dislocation, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done." On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pain/ pelvic"), dysmenorrhoea ("painful menstrual cycle"), blood loss anaemia ("severe anemia"), abdominal pain ("abdominal pain") and metrorrhagia ("metrorrhagia (bleeding between periods)"). The patient was treated with surgery (had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dysmenorrhoea, blood loss anaemia and abdominal pain outcome was unknown and the menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, blood loss anaemia, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: plaintiff fact sheet received. Events per pfs: abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods) and essure confirmation test not done. Essure implant and explant date were updated. Outcome for events menorrhagia (heavy menstrual bleeding) and metrorrhagia (bleeding between periods) were recovered. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device'), heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included gravida ii, parity 2 and spontaneous abortion. Concomitant products included diazepam (valium) and ketorolac tromethamine (toradol). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), device expulsion ("wire appears to lie within the lower uterine segment and cervix"), pelvic pain ("chronic pain/ pelvic"), dysmenorrhoea ("painful menstrual cycle"), blood loss anaemia ("severe anemia"), abdominal pain ("abdominal pain") and intermenstrual bleeding ("metorrhagia (bleeding between periods)"). The patient was treated with surgery (ablation and had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, device expulsion, pelvic pain, dysmenorrhoea, blood loss anaemia and abdominal pain outcome was unknown and the heavy menstrual bleeding and intermenstrual bleeding had resolved. The reporter considered abdominal pain, blood loss anaemia, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy: removal date - (B)(6) 2016, (B)(6) 2013(as per mr) discrepancy: insertion date- (B)(6) 2006 to (B)(6) 2007 17 coils were noted bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: a scout radiograph of the pelvis shows two thin wires, both of which are projected over the right side of the pelvis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device'), heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included gravida ii, parity 2 and spontaneous abortion. Concomitant products included diazepam (valium) and ketorolac tromethamine (toradol). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), device expulsion ("wire appears to lie within the lower uterine segment and cervix"), pelvic pain ("chronic pain/ pelvic"), dysmenorrhoea ("painful menstrual cycle"), blood loss anaemia ("severe anemia"), abdominal pain ("abdominal pain") and intermenstrual bleeding ("metorrhagia (bleeding between periods)"). The patient was treated with surgery (ablation and had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, device expulsion, pelvic pain, dysmenorrhoea, blood loss anaemia and abdominal pain outcome was unknown and the heavy menstrual bleeding and intermenstrual bleeding had resolved. The reporter considered abdominal pain, blood loss anaemia, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy: removal date - (B)(6) 2016, (B)(6) 2013(as per mr) discrepancy: insertion date- (B)(6) 2006 to (B)(6) 2007 17 coils were noted bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: a scout radiograph of the pelvis shows two thin wires, both of which are projected over the right side of the pelvis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-feb-2022: medical record received : reporters added, case become medically confirmed. Concomittant medication, medical history, insertion date and lab data were added. New event," wire appears to lie within the lower uterine segment and cervix" added. Reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device'), heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)'), genital haemorrhage ('heavy bleeding') and blood loss anaemia ('severe anemia') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included gravida ii, parity 2 and spontaneous abortion. Concomitant products included diazepam (valium) and ketorolac tromethamine (toradol). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("wire appears to lie within the lower uterine segment and cervix"), pelvic pain ("chronic pain/ pelvic"), dysmenorrhoea ("painful menstrual cycle"), blood loss anaemia (seriousness criterion medically significant), abdominal pain ("abdominal pain") and intermenstrual bleeding ("metorrhagia (bleeding between periods)"). The patient was treated with surgery (ablation and had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, device expulsion, pelvic pain, dysmenorrhoea, blood loss anaemia and abdominal pain outcome was unknown and the heavy menstrual bleeding and intermenstrual bleeding had resolved. The reporter considered abdominal pain, blood loss anaemia, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy: removal date - (B)(6) 2016, (B)(6) 2013(as per mr) discrepancy: insertion date- (B)(6) 2006 to (B)(6) 2007. 17 coils were noted bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: a scout radiograph of the pelvis shows two thin wires, both of which are projected over the right side of the pelvis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pain"), dysmenorrhoea ("painful menstrual cycle") and anaemia ("severe anemia"). The patient was treated with surgery (had surgery to remove the essure implant). Essure (ess205) was removed in 2013. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dysmenorrhoea and anaemia outcome was unknown. The reporter considered anaemia, device dislocation, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure (ess205). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.